Event description:
A ventilator was returned to the MFR's service ctr with an allegation that the device's ac inlet pins were not connecting with the power cord. There was no pt harm or injury. The ventilator was evaluated by the MFR and the customer's complaint was confirmed. The connector pins for the device's ac inlet were sheared and lodged in the adjoining power cord. One of the sheared connector pins was protruding from the power cord and could potentially be contacted by the intended user or caregiver. A review of the device's original pre-market risk/benefit analysis was conducted and it was determined that the risk of electrical shock to the intended user or caregiver does not exceed the risk that was present when the device was approved for pt use. The severity and frequency of the risk of electrical shock is not increased due to the device's ac input connector pin protruding from the adjoining power cord. For a pt or caregiver to sustain an electrical shock, a chain of events must occur: the power cord must be removed from the device prior to unplugging the power cord from the wall outlet. One or both of the pins from the device's ac inlet must shear and remain in the ac power cord while it remains plugged into a wall outlet. One or both of the sheared ac inlet connector pins must be protruding from the ac power cord. The pt/caregiver must be grounded. The grounded pt/caregiver must contact one or both protruding ac inlet connector pins. Sufficient current must be passing through the sheared ac connector pin(s) to deliver an electrical shock. Product labeling instructs users to "periodically inspect electrical cords, cables, and the detachable battery pack for damage or signs of wear. Discontinue use and replace if damaged."

Manufacturer narrative:
The MFR concludes that the absence of increased user/caregiver risk and product labeling is sufficient to mitigate the risk of harm or injury if this type of failure were to recur. To date, there have been no reports of injury or death related to this type of failure mode. No further action is required, but MFR will continue to monitor customer complaints for this type of issue.